Event description:
A surgeon reported that metal particles on the phacolance as well as on the knife were visible in the cut. The particles could not be rinsed out and so they remained in the cut. The pt impact is unk. This case is for a pool of pts with unk surgery dates. Additional info has been requested but not received to date. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).